Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference 3003853072-2016-00048 and 3003853072-2016-00049.

Event description:
It was reported several blockers broke when the surgeon tried to tighten them.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of three for the same event, reference 3003853072-2016-00048-1 and 3003853072-2016-00049-1.

Manufacturer narrative:
The returned device was visually examined. The threads were damaged in a manner consistent with cross-threading. There were no manufacturing issues detected that wold have contributed to this event. The labeling was reviewed and found to contain instructions for proper assembly.